Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 27. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/ quantity. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and fistula. No further patient complications were reported.